Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s, mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer¿s mother reported the insulin pump hit a pole and now has a streak across the screen. The customer did not troubleshoot the issue. The customer¿s mother was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.